Manufacturer narrative:
The samples are heelstick samples collected in capillary tubes. Per customer, qc and calibration have been acceptable, and that serum samples collected in tubes are also acceptable. No system issues were noted. Service was not dispatched since this event is a sample-related issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous high total bilirubin (tbil) results on two neonatal patients generated on the unicel dxc 600 pro synchron chemistry analyzer units. The results were reported out of the laboratory. The customer indicated that these heelstick samples were not repeated, but that the tbil results were normal from new heelstick samples. Customer has not had any reports of impact to patient treatment